Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a high, out-of-range shock impedance measurement of greater than 125 ohms. An alert was issued in the remote monitoring system for this observation. Technical services reviewed the available device data and confirmed the shock impedance values had been increasing at a gradual rate. There were no stored episodes showing any noise, and all other lead trends appeared to be within normal limits. Technical services recommended seeing the patient in the clinic to re-set the alert with a programmer interrogation, and also to perform troubleshooting to see if noise could be produced with patient movements and pocket manipulation. If no issues can be provoked, the physician could increase the limit for the shock impedance alert to 150 ohms. The physician could also consider delivering a 1.1 joule and a 41 joule shock to see the true shock impedance measurement, as the daily measurement test uses a very small amount of energy. No adverse patient effects were reported. The device and associated right ventricular (rv) lead remain implanted and in service.